Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was broken and possibly not working. They had no additional details and were unresponsive to requests for additional information. No patient harm was reported. Investigation summary: the customer was provided with an exchanged device and sent the reported device in for evaluation. During evaluation, it was noted that the unit was returned with the water trap. During visual inspection, nihon kohden repair center (nk rc) found no physical damage or fluid intrusion. During functional testing, upon powering up, the unit displayed a "gas line block" error message. It then presented a "gas device" error message. No readings were possible due to the unit's gas module having failed on this unit, which confirmed the reported issue of the device being "broken" (possibly damaged and/or not working). The exact reported issue is unclear, due to limited information. Nk rc found a possible malfunctioning/damaged pcbs part, and a malfunctioning/damaged gas module, which were recommended for replacement. It was also recommended that the software/firmware revision be updated for the device. Nk rc replaced the following parts: pcbs: cd-314p-03 new cd-314p-05 sn-543 old cd-314p-03 sn (B)(6), cd-314p-03, gas module and updated the software for gf-210ra to 01-07 and firmware revision 04.23.02. The device passed all testing and inspection (post repairs), meeting specifications in all areas. The device was then dispositioned to inventory (for exchanges and loaners). Based on the available information, nk rc was able to confirm the reported issue was due to physical damage. A definitive root cause of how the damage had occurred was not determined. A review of the device history found this was the only complaint for this device in the past (3) three years. Trending will continue to be monitored for the device, incidents, issues, and causes. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 11/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the multigas unit was broken and possibly not working. They had no additional details and were unresponsive to requests for additional information.

Event description:
The customer reported that the multigas unit was broken, but they did not know any other details. They also did not know whether this device was in patient use or not at the time of the failure. Qa has asked for additional details of the failure, but they have been unresponsive. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.